Manufacturer narrative:
On 13-dec-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was also reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and the catheter was not irrigating at all. The catheter was removed from the patient and an occlusion was noticed in the irrigation port of the catheter. The catheter was replaced and the procedure continued. The issue was noticed as the catheter was in patient and alaris pump was alarming ¿no flow¿. They tried to reset the tubing in housing, unplugged tubing from catheter and made sure flow was fine through tubing and ultimately replaced the pentaray.

Manufacturer narrative:
It was also reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and the catheter was not irrigating at all. The catheter was removed from the patient and an occlusion was noticed in the irrigation port of the catheter. The catheter was replaced and the procedure continued. The issue was noticed as the catheter was in patient and alaris pump was alarming ¿no flow¿. They tried to reset the tubing in housing, unplugged tubing from catheter and made sure flow was fine through tubing and ultimately replaced the pentaray. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).